Manufacturer narrative:
Age at time of event: probably (B)(6). (B)(4). Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was in the device when returned. The guidewire lumen and the catheter shaft were checked for damage. The catheter shaft was buckled and damaged approximately 36cm from the tip proximal of the shaft. Product analysis tested the device by connecting it to the jetstream console. No abnormal noises were heard. The device ran as intended with no issues. The guidewire was pulled from the device with no hesitation or restriction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device became stuck on the wire. An jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. Upon insertion, the device started making a noise. While removing the device from the patient, it appeared not to be spinning properly and became stuck on the thruway wire. The catheter and wire were removed as one. The procedure was completed with a new jetstream and thruway wire. There were no patient complications and the patient's condition was fine.